Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight of the device within specification and flat creases. A visual and microscopic analysis was performed which identified; two striated openings on radius. Based on the device analysis the final assessment is: two striated openings on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.10;h.3;h.6.